Event description:
A case of routine gastroenteroscopy was performed on (B)(6) 2024, during the examination process, the device appeared irregular black screen phenomenon, the doctor in the process of trying to collect the pathology always appeared multiple times black screen, seriously affecting the examination process. Harm performance: gastroenteroscopy was performed with a black screen, which seriously affects the doctor's diagnosis. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed good faith effort to gather additional information regarding this event and provided an email response on 18-oct-2024 with the following information. Q1. What was the specific impact of "seriously affecting the examination process."? A: prolonged the examination time. Q2. The black screen is intermittent, has the examination been completed on the processor? A: the examination was completed by a backup device. Q3: was there any harm to the patient such as needing a reexamination? A: no. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report, g6: follow up #1, h2: if follow-up, what type?, h3: device evaluated by manufacture and h6: adverse event problem. Additional information: a2: age at time of event, date of birth, a3a: sex, d4: unique identifier (UDI) and h4: device manufacture date. Evaluation summary: event that occured is the device appeared irregular black screen phenomenon, the doctor in the process of trying to collect the pathology always appeared multiple times black screen. Based on the investigation, a potential root cause of this failure is the pre-process pcb defective. A definitive root cause of the reported issue could not be identified. Pentax medical shanghai replaced the j board and electrical connector, the returned to the hospital for normal use. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, which can reduce the occurrence of accidents. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical yamagata on 14-jun-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 20-jun-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.